Event description:
During follow up, the device was interrogated and the estimated longevity was between 7 and 8 years. A second interrogation revealed the longevity was less than 3 months and high current was noted. Abbott technical support was contacted and a diagnostic anomaly was suspected and a device malfunction was not suspected. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was stable.